Event description:
According to the reporter, during priming prior to use, when attempting to pass saline solution through the 3rd lumen with a syringe, the liquid did not enter. There was no leak. Tego was not utilized. There was no problem with the connector. There was nothing unusual observed on the device prior to use except for the flash. There was no damage to the external packaging and the box that the device came in. There were no other products being utilized with the device. There were no other visible defects/damages found on the product. The product was replaced with another catheter, which was the intervention/treatment required as a result of the event. The sheath/catheter that came with the kit was the one used. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cannula tip was damaged. A guidewire was inserted into the third port of the catheter, and resistance was felt at the catheter tip. The guidewire could not be advanced through the tip in either direction. The tip was cut open and it was revealed that there was flash from the tip obstructing the opening. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.